Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a percutaneous coronary intervention procedure. Reportedly, the proglide suture was not attached to the needle. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.